Manufacturer narrative:
Findings: no button response due to corroded keypad traces. Unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. Unable to test for lockout/block anomaly due to no button response. Unit had cracked reservoir tube lip, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was not performed. The device was returned for analysis.